Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed question marks in place of a value for device longevity remaining, on both the quick look screen, and session report. It was further reported that all lead trend graphs displayed "data invalid." It was noted that ventricular lead data was able to be found in lead trend details, but atrial lead trend data was unavailable. The programmer and the ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that temporarily reprogramming the implantable pulse generator (ipg) failed to correct the issue.